Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer ¿s mother reported via phone call that the customer had a high blood glucose level of 415 mg/dl. The customer was tired. They treated with the insulin pump. Troubleshooting was performed. The insulin pump¿s settings were programmed accurately. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.